Manufacturer narrative:
Further information was requested but not received.

Event description:
It was noted the right ventricular (rv) lead exhibited helix retraction failure. The rv lead was explanted and the patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with dried blood. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with dried blood. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.